Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure on (B)(6) 2006. (Patient ID, age, weight, and date of birth are unknown). According to the complainant, an hta procedure performed was at (B)(6) hospital on (B)(6) 2006. The patient claims that she suffered a vaginal burn from the procedure but neither she nor the physician are claiming in any way that the hta machine malfunctioned. There were no further complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.